Event description:
It was reported during remote follow up that the right ventricular lead exhibited high pacing impedance, loss of capture, and oversensing due to noise. Pacing was inhibited. Diagnostic imaging returned no physical anomalies. The lead was explanted and successfully replaced. Visualization of the explanted lead suggested insulation breach, but it could not be confirmed. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events for intermittent capture, noise, high pacing impedance, and insulation damage were confirmed. As received, a complete lead was returned in one piece. Visual examination found all the outer coil filars to be broken/fractured and the inner insulation to be damaged at the middle region of the lead. The cause of the reported events was due to damage to the outer coil and inner insulation consistent with clavicle forces.

Event description:
Additional information received notes the lead exhibited intermittent capture rather than the failure to capture previously reported.

Manufacturer narrative:
Correction: previously reported in b5 and h6 as "failure to capture", now updated to "intermittent capture".